Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of communication anomaly was confirmed int he lab. Analysis found that the cause of the anomaly was a known firmware issue.

Event description:
It was reported that the device was unable to be interrogated in the box. Product was returned and was not implanted.